Event description:
It was reported during a colectomy, bio-duct, left lobectomy procedure, the instrument was fired and not all the staples formed and the blade didn't cut all the way. An additional 30 minutes was required to correct. The effected area was oversewn by hand to complete the procedure. There was no pt consequence.